Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 27 to 36mg/dl. The customer treated with glucose. Customer indicated that their blood glucose value was 130mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer indicated that the low blood glucose was related to their pump settings. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed.